Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused heart attack. The patient has alleged to seeing particles in the tubing and chamber. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in tubing/chamber and the patient also reported heart attack related to a CPAP device's sound abatement foam. The patient did not report to receive medical intervention. The device was returned to the manufacturer's service center, the external and internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and the device was scrapped.